Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. A supplemental MDR will be submitted if any additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that a staple was stuck in the track. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple was stuck in the track after the first fire. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was not present during the case but believed that the complaint was about the staff being unable to remove the reload from the stapler. The or staff was unable to provide additional information. No information was available about which reload was used at the time the issue occurred. The reload was disposed after use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations of the sureform 60 stapler did not replicate nor confirm the customer reported complaint of a staple becoming stuck in the track after the first fire of the stapler. Review of logs did not find any firing errors for this instrument on its last use on 27-mar-2023 using system sl0171. The procedure showed two successful fires. Upon visual and microscopic inspection, no lodged staple was observed within the grip housing or anvil. No lodged staple was seen at the I-beam window when I-beam assembly was manually brought out. The instrument was placed on system on multiple attempts. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.